Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 11, 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini had an power issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began a couple of days before father's day around 4pm eastern time. The patient manages his/her diabetes with a combination of diabetic medications (insulin). The patient confirmed that he/she did not make any changes to his/her usual diabetes management regimen in response to the alleged product issue. The patient claims he/she developed symptoms of "passed out" 3 days after the product issue. The patient was alleged being taken to the erl where her blood glucose was tested; with an alleged result of "48 mg/dl" with another meter (hospital meter), the patient denies any other medical treatment. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, there was no misuse of the product, the meter did not turn on with the power button and the correct test strips were being used, however the strips expired in oct 2009. The cca was unable to resolve the issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.